Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old female patient underwent a breast surgery with implantation of a 300cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a bilateral deflated breast implants during an in-office visit with a medical professional. As a result, the patient underwent removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-08662 for the contralateral event.

Manufacturer narrative:
On july 29, 2022, the mentor analysis lab received a device with lot number 6489652. This device did not match the reported device lot number 6526097 initially reported with this file. Follow-ups were conducted to verify the information. On august 01, 2022, mentor received the patient's ethnicity and race. Additionally, the patient underwent replacement with silicone implants. On august 09, 2022, mentor received confirmation that the device lot 6489652 received was the correct lot of the explanted right implant. Lot: 6489652. The brand name, catalog number, and size were the same as the previously reported lot. A manufacturing record evaluation (mre) was performed on the new lot, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 23, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).